Event description:
A distributor complaint was reported involving a malfunction alarm for a pump used by a female customer in denmark. There was no adverse impact on the customer's blood glucose level due to the incident. The corrective action involved the customer using multiple daily injections as a backup therapy while a replacement pump was prepared for shipment. Customer technical support (cts) instructed the customer on how to put the pump into storage mode and arranged for the return of the faulty pump using a prepaid return label. The customer understood and acknowledged the instructions provided.